Event description:
It was reported that during a ptca/stent procedure, the stent delivery system (sds) would not inflate beyond 3 atm. The proximal section of the elastic membrane expanded larger than the diameter of the vessel, and the deflation time took one minute. The stent was successfully deployed with no injury to the pt.